Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, elevated cocr levels, and a vertically malpositioned cup. Update 12/4/2012- litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, a squeaking noise, tissue damage, and metallosis. Update oct 03, 2017: pfs and medical records received. In addition to what was previously alleged, patient also alleges weakness and inability to perform daily tasks of living. After review of medical records it was reported that the patient was revised to address metallosis and metal hypersensitivity adverse local tissue reaction. Revision note stated, there was no evidence of any threading corrosion on the trunnion of the femoral component, and acetabular component was well fixed.